Event description:
I had the essure procedure done back in 2010. I have severe pain ever since. Debilitating pain in tract. I was pressured into the procedure by my obgyn at the time following an upsetting miscarriage. I told my doctor about my severe allergies to anything containing nickel. He said I wouldn't have to worry about it, that I wouldn't suffer from it. He didn't do the confirmation test as well. Here it is 4 years later, I am still dealing with severe pain from it. I also wasn't ready to stop having children. I was (B)(6) when I had it done. I am (B)(6) now.